Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level over 600 mg/dl. Customer stated that she was driving, parked, called paramedics, and was transported to the hospital. Caller reported that she went into a diabetic ketoacidosis then a diabetic coma, had migraines, a urinary tract infection, and sepsis. The insulin pump was not replaced or returned for analysis.